Event description:
It was reported that during generator replacement surgery for end of service a high impedance reading was obtained with the new generator attached to the lead. It was reported that the explanted generator was unable to interrogate to due end of service; therefore, this was the first time the high impedance was observed. The surgeon indicated that a test register was used on the new generator and confirmed the new generator was functioning as intended. An implant card was received confirming that only the generator was replaced. It was later reported that the patient would return for lead replacement at a later time. It was reported that the device was programmed off and was not programmed on after the surgery. They physician indicated that the patient will have x-rays performed. It is unknown if any patient manipulation or trauma occurred that could have caused or contributed to the high impedance. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.